Event description:
It was reported that while processing a cord blood unit for storage, a technician noticed a leak from one of the transfer bags, occurring after the first of two centrifugation steps. After the first spin, the technician placed unit on plasma extractor and immediately observed red blood coming out from the front body portion of the bag. The technician transferred the remaining contents of the bag that leaked into another bag. If the processing center determines that the cord blood unit had become contaminated, the unit will be discarded.

Manufacturer narrative:
Device evaluation begun, but not yet completed.